Manufacturer narrative:
(B)(4). Concomitant medical products: us157852 ¿ m2a magnum cup - 708550, 650-1159 ¿ delta ceramic head ¿ 2019102612, 192413 ¿ echo stem ¿ 925640. Report source: (B)(6). Product has been received and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-04315.

Event description:
It was reported that patient a hip revision approximately 1 month post implantation due to dislocation and dissociation of the head and bearing. It was reported that the patient experienced a fall. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.complaint sample was returned and evaluated against the reported event. Visual inspection found scratching in 1 location around the rim of the bearing. The outer radius has been scratched and indented. Medical records were reviewed by a third party hcp and noted superior left hip dislocation of the left hip total arthroplasty which may have been the result of a possible oversized cup. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined however, the patient was putting on socks that could have contributed to the dislocation of the bearing from the cup.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.